Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. B4, b5, d10, g1-2, g7, h2, h3, h6 and h10 were updated. The products were returned to the manufacturer on (B)(6) 2019. Yet, the decontamination form received on february 26th 2019 stated that the disinfection/cleaning was not performed. The device was received in condition making evaluation impossible. From the information provided, the product history records, the review of the case and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Indeed, it could be hypothesized that the implant underwent a preoperative damage not revealed, causing its break. However, without the product evaluation, this hypothesis cannot be validated. The root cause of the reported event remains undetermined with the most likely hypothesis of user error. If additional information is received that allows to draw a conclusion, this case will be reopened and the root cause of the complaint will be reevaluated.

Event description:
Roi-a : broken cage during impaction of cage or anchoring plate. The products were returned to the manufacturer on february 25th 2019. Yet, the decontamination form received on february 26th 2019 stated that the disinfection/cleaning was not performed. The device was received in condition making evaluation impossible.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. It was reported that the product will be returned to the manufacturer for evaluation. It has not been received yet. Upon return of the product, the product evaluation will be performed. Investigation is still in progress. Conclusion not yet available. Device has not been returned yet.

Event description:
Roi-a : broken cage during impaction of cage or anchoring plate chu bordeaux reported that a patient of (B)(6) years, during anterior surgery l5-s1 with roi-a cage, the implant broke during impaction of the cage into space or during impaction of anchoring plate in l5 / s1 which could have damaged the cage. The implants were removed and a new implant was inserted. The surgery was delayed about 15 minutes with an increased hemorrhagic risk. No harm to the patient. It was also reported by reporter on (B)(6) 2019: the patient's bones are normal. The roi-a sterile starter awl for anchoring plate was not used. The lockable adjustable stop was used. A parallel distraction was performed. An anterior surgery was performed. During the impaction of the first anchoring plate, it was inserted in the upper slot of the cage. Only the short anchoring plate impactor was used, the second anchoring plate impactor was not used. It is not possible to know when the cage broke whether or not it was during the impaction of the first or second anchoring plate as it was diagnosed at the implant holder ablation. No pre- and per-op x-ray images are available. A lumbar spine scanner was performed post-operatively, concluding in a good position of the intersomatic cage. Waiting for product return.